Event description:
Reportedly, a mitral valve was explanted because of stenosis of the valve. Implant duration was 4 years, 3 months (51.8 months).

Manufacturer narrative:
Evaluation summary: the valve exhibited moderate to heavy calcification in the cusp area of leaflets 1 and 2, and heavy at the cusp area of leaflet 3. At the free margins calcification was moderate at leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the inflow and into the orifice at the greatest point by approximately 1-2mm. Heavy host tissue overgrowth covered most of leaflet 2 and parts of the free margin. Host tissue overgrowth curled the free margin of leaflet 2 and fused it to the outflow aspects leading to a noticeable gap at the coaptation region. Host tissue was moderate at the stent inflow. The x-ray demonstrates calcification. Method: x-ray. The device history record (DHR) review is in progress. Patient information and history was requested but not provided. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without additional patient health and medications history, we are unable to determine the root cause for calcification of this device. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.